Event description:
It was reported that the patient experienced fluid leak in the cuff of an artificial urinary sphincter (aus). A replacement surgery was performed in which a new aus was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.